Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion, was deemed to meet serious injury criteria of results in permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse injectable implant could not be reviewed as the lot number was not provided.

Event description:
A posting via social media (instagram) reported that a female patient (unspecified age) received an injection of radiesse. Medical history and concomitant medications were not reported. On an unspecified date, the patient was injected with unknown dose of radiesse. The social media posting reported the following, "this patient was injected by a friend who worked at a medspa. However, she treated her friend in her own home. The patient was injected between her brows with radiesse. She developed painful bruising and swelling the next day. She presented to our office for treatment after the friend was unable to help her. This is dead and dying tissue. The pustules are a last gasp for air. Key here is the person injecting (unknown if it was a trained medical professional) was not aware of the high risk area between the brows, nor the inappropriate choice of product to use in the area." The social media posting further reported the patient experienced possible vascular occlusion and also noted pustules occurred. Treatment and outcomes were unknown and causality was not reported. Lot number was not reported.

Event description:
Follow up was received on 25 feb 2019 via multiple updates to posting on social media (instagram). The posting provided photos and noted, "here is precisely why I choose not to inject filler" (into lines in glabella area). The reporter in the posting noted the female was injected with the filler radiesse in the lines between her brows, at the house of a friend, who worked at a medspa. The reporter indicated the female patient developed painful bruising and swelling the next day and indicated that her injector friend had no knowledge of how to treat her. The patient therefore presented to a dermatologist who then treated her. The reporter indicated in the posting that the photos show skin necrosis or dead tissue. The social media posting indicated the key points to note are that the person who injected her was either not aware that this area is "a high risk filler area" or worse, took an unnecessary risk. The reporter indicated that intravascular injection risk exists anytime and anywhere one injects a filler, but frown lines, nose and nose bridge areas are three of the most at risk areas for intravascular injections or worse permanent blindness. The reporter in the posting indicated the injector did not use the appropriate product for that area and indicated that radiesse is made of a gel that contains tiny particles of calcium hydroxylapatite (a substance that naturally occurs in human bones and teeth), that cannot be dissolved by hyaluronidase nor any other medication. The reporter indicated the result was the injector was unable to treat her patient in the event of a complication. An additional social media posting (instagram) from a physician assistant indicated, "follow up to yesterday's filler complication post, here is our patient during her course of healing (photos provided). She was started on a topical wound care regimen, oral antibiotics, and led light therapy. Once her skin had healed, she had fractional resurfacing treatments to soften the contracted scar and smooth out the skin. You can actually see her countenance improve over the course of treatment."

Manufacturer narrative:
The follow up to this case was reportable to the FDA, as the symptoms and / or sequelae reported were associated to the previously reported event of vascular occlusion and deemed to meet serious injury criteria of results in permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse injectable implant could not be reviewed as the lot number was not provided.